Event description:
It was reported that the patient had the artificial urinary sphincter cuff removed due to atrophy. A new artificial urinary sphincter cuff was implanted. No additional patient complications were reported.